Event description:
On 7/22/2024, it was reported by an arthrex subsidiary employee via email that an ar-13280-60 cancellous screw broke in the patient. This was discovered during an osteotomy procedure on (B)(6) 2024. Additional information received on 8/1/2024: the broken screw fragments were not removed. The case was completed using a new plate and screw. The case was not delayed, and additional anesthesia was not necessary.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was confirmed based on foto parafusos.jpg, where the broke screw was displayed next to two more screws and a plate. No allegation against the other device was received. Evaluation of the customer's photograph of an alleged ar-13280-60 cancellous screw, titanium, 6.5 x 60 mm attached to the complaint: where three screws and a plate are displayed. It was observed that one screw looked broken off, missing a significant piece of the screw. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.